Event description:
The iab leaked. The iab was removed and a second iab was inserted, on 8/12/98, the following was reported to datascope: the iab ws inserted in the cath lab at approx 6:45 am was brought to the or at approx 11:30 am. The pt was taken to the or for an emergency mitral valve replacement. While in the or at approx 7:00 pm, the "check catheter" alam sounded followed by the "rapid gas loss" alarm, the balloon was refilled three times. No blood was noted in the iab. The surgeon attempted to reposition the iab. He was unable to remove it. After much difficulty, removal was completed. When the new iab was being inserted, the pt fibrilated. External defibrillation was attempted. The chest was opened and defibrillation was then attempted. The pt expired at 8:00 pm. It was reported as unk if the pt'd death was related to the balloon event. [Event complications]: unk-reported 7/8/98 and 8/12/98. [Pt's current status]: expired-rpt'd 8/12/98.